Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 120 ml of drug solution in the reservoir. The reported condition of no flow was confirmed. Upon receipt, visual inspection of the unit showed no signs of blockage in the delivery tubing or the reservoir that could have caused the reported problem. However, functional test showed no evidence of flow at the luer despite attempts to force prime. Subsequent microscopic examination of the luer showed evidence of air bubbles/pockets blocking the fluid path inside the lumen of the glass capillary. The root cause was determined to be air bubbles/pockets inside the lumen of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Baxter (B)(4) received a report that an folfusor had no flow during patient use. The device was filled with a solution of fluorouracil. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.